Event description:
It was reported that the device longevity estimate was 14 to 20 months, but that two weeks later the device had reached eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).